Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose was 35 mg/dl. The customer went to hospital this morning because of low blood glucose that occurred overnight and she is feeling better now. The customer also noticed leaking from her infusion set tubing which she replaced it. The customer was offered to transfer her to helpline but she declined.